Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a failed non-medtronic surgical valve, no complications were observed. Following the successful implant of the valve, the patient lost rhythm in recovery and died. The physician believed that the patient coded due to a coronary embolism, possibly from calcium or a torn leaflet from the surgical aortic valve replacement (savr) but was not able to confirm this allegation. No autopsy was performed due to religious objections. It was unknown if the death was device related.